Event description:
It was reported that the patient experienced discomfort and presented at the emergency room. It was noted that the implantable cardioverter device (ICD) was in back up vvi mode. A device restoration was performed. The patient was stable.